Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly.

Event description:
The consumer reported that the patient's belt broke a couple of weeks ago and had been using an ace bandage. It was reported that the patient's connector pin broke on saturday night but they didn't notice it until sunday. The consumer reported that the implantable neurostimulator recharger (insr) was not charging. The patient tried to charge on saturday in bed but was not successful. There was a report that the patient did not charge with the desktop charger plugged in. No stimulation sensation was reported. There was a report that the pain started this morning, the belt broke a couple of weeks ago and the silver connector broke two days prior. The silver connection broke and they were not able to charge. It was reported that the patient was in a lot of pain. There was a report that the internal battery was depleted. The patient did not have stimulation as they could not charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.